Manufacturer narrative:
Additional information was received on (B)(6) 2020. Seroma fluid, breast capsule, and the right breast were tested and were all negative for anaplastic large cell lymphoma. No further information was provided. H6 was updated to reflect seroma. Patient code 3264 originally reported is no longer applicable. Reason for device explant and/or reoperation: seroma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anaplastic large cell lymphoma. (B)(4).

Event description:
It was reported from the united states that a female patient of an unknown age and ethnicity who had a 585cc mentor memoryshape breast implant placed was diagnosed with anaplastic large cell lymphoma of the right breast on an unknown date. As a result, the patient underwent explantation of the device on (B)(6) 2020. No device issue such as rupture was reported. Despite multiple attempts to obtain more in-depth information on the specific details of this event, no additional event details have been made available to mentor at this time. If additional event details are made available in the future, then a supplemental report will be submitted.